Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped the touch screen with madd board to correct the issue. The system was tested and verified as ready for use. Isi did receive the touchscreen display involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that a user had an overheating message with error 32100 on the tower. The user first attempted troubleshooting by rebooting the system, which initially cleared the message. About an hour later, the overheating message and error returned, and the user rebooted the system again, which cleared the issue a second time. After the repeat occurrence, the user swapped the tower with another unit. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue occurred prior to start of the procedure. There was no patient involvement. Even though the issue was resolved after troubleshooting, the customer was not comfortable in using the system, so the customer decided to swap the tower prior to start of procedure.